Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the image is not round and the field of view is outside the round circle itself, unable to view the desired image. No additional information was provided.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. Additionally, the coupler is defective and there is a cut in the cable a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the image is not round and the field of view is outside the round circle itself, unable to view the desired image. No additional information was provided.